Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing three ventricular fibrillation episodes on (B)(6) 2018. The implantable cardioverter defibrillator exhibited delayed high voltage shock therapy. The arrhythmia was eventually converted by the device. The device was reprogrammed. On (B)(6) 2018 the patient presented in clinic and the anti-tachycardia pacing was programmed off. The patient was stable.